Event description:
It was reported that high impedance of 9,088 ohms was found during diagnostics at a clinic visit, and the patient was referred to surgery. The family reported no trauma or manipulations, and there was no change in seizures. An implant card was received indicating the generator and lead were replaced on (B)(6) 2015. The lead was reported to be token as confirmed prior by x-ray. Follow-up for product return revealed the explant facility will not return explants per procedure, and the devices have not been received to-date. No additional relevant information has been received to-date.